Event description:
It was reported that the patient has expired. It was learned that the implant duration was approximately 0.07 months.

Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had two other devices implanted; (B)(4). Additionally, the patient had a device (model 2700) explanted (after an implant duration of 135.3 months), which is being reported on a quarterly alternative summary report. Multiple attempts have been made (via phone and fax) to receive additional information regarding the reported event. However, the cause of death is currently unknown. It was learned that an autopsy was performed, but the devices have been discarded. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.